Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported by the contact that the customer received a resume pump alarm. The contact did not think there was any interaction with the pump prior to the alarm. The customer cleared the alarm and insulin delivery was resumed. The customer's blood glucose level was not impacted.